Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of a sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services (gts) needing assistance. The hp was having a problem with their transfer set and wanted to know the emergency contact information for their nurse. The technical service representative (tsr) advised the hp that baxter did not have the number and to contact their doctor. There was patient involvement but no injury of medical intervention reported. A follow up was done via phone with the hp regarding the reported problem. The hp stated he does not recall the event and stated he is doing fine. He stated his transfer set was working just fine and has resumed therapy on the cycler. The nurse was contacted regarding the reported problem and she stated the hp ended up having to change out his transfer set due to it being cracked. No injury or medical intervention was reported as a result of this incident.